Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels, shortness of breath and stated she was light headed. The customer stated she changed the infusion set but the blood glucose levels remained high. The customer was then taken to the hospital by ambulance for high blood glucose and the reading was 600 mg/dl. The customer also had ketones. The customer was unable to perform troubleshooting during the phone call.